Event description:
Enduser advised unit is getting hot on the outside and blowing hot air. Enduser advised gave son treatment earlier this weekend and he threw up. Enduser advised just noticed it on (B)(6). Enduser will contact provider.